Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. The assignable root cause was not determined. However, during evaluation, it was observed that the connector port on the device was rotated. It was determined that this was due to user error by twisting the connector instead of plugging it straight in and out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that an e8 error code was displayed while the motor device and console device were in use together. There was no delay to a scheduled surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.